Event description:
Consumer reports needing medical attention due to rash pt got after wearing a trufit brace. Pt noticed a rash, had severe itching and burning. Went to the dematologist for treatment (hydrocortisone), apparently had an allergic reaction.